Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported she has intractable pain and class 4 arachnoiditis ossificans. With this condition it was noted that there is a concern that calcium will build up around the tube. This condition is why the pump was implanted. The patient has been telling her physician since (B)(6) 2015 that she did not feel like her pump was working. The patient had wonderful relief from the pump for years and then it stopped. The pump was filled and there was they expected to remove 5 cc and 10-12 cc were removed from the pump. The patient fell in (B)(6) 2014 and (B)(6) 2015 and thought something happened to the pump. The fall broke her right leg, tore ligaments in her right hip, and re-injured her back. When the patient fell, the pump ripped out of her pouch. The pump did not completely come out and the patient pushed it back into the pouch. It was reported that they want to replace the pump and catheter. The patient planned on going to a clinic after the new year to determine a plan. The patient was told by a healthcare professional that the patient is mechanically feeling the pressure of the pump because it is not putting out any medication. Because the patient is not getting numbing medication (bupivacaine), she is mechanically feeling the pressure of the pump.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported the patient had a terrible fall in (B)(6) 2015 which caused the patient to dislocate her hip and break her leg. The patient's dislocated hip still hurts, but her broken leg has healed. The fall also caused the pump to "rip" out of the pocket internally, so the patient had to push it back down into that pocket. The patient was given oxycontin for their acute sudden pain, but that caused her to be dysphoric so the patient wanted to come off of it. The patient's back and leg pain control after the fall was never the same and the patient had new right l5 neuropathy after the fall. A dye study was performed in (B)(6) 2015 and all appeared to be in place (dye went intrathecal). The patient does not know why she isn't getting pain control like she used it. New mris have been ordered to assess her pain. The reason for the pump was a severe form of arachnoiditis ossificans. The troubleshooting performed and the actions/interventions that occurred were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that a patient had a change in therapy after tripping/falling on the stairs. The patient was worried the system had been damaged. The pump was interrogated, logs were checked, and x-rays and a dye study were performed. No anomaly was found; no alarms were noted, and no issue was found with the catheter. The healthcare professional (hcp) believed the issue was due to the patient¿s arachnoiditis. The hcp decreased the patient¿s concentration with the same dose to get better dispersement. The patient was alive with no injury. The device remained implanted and in service. The pump was used to infuse dilaudid. No intervention was reported for this event. Follow up was conducted to obtain further information. Should additional information be received, it will be added to this event.

Manufacturer narrative:
Concomcitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).